Event description:
Patient has experienced hyperglycemia since (B)(6) 2013, and her diabetes specialist believes the insulin delivery of the infusion device is inaccurate. Her blood glucose was 500 mg/dl between 10:00 am - 12:00 pm on (B)(6) 2013. She felt sick and threw up, and she was taken to the hospital by her father between 12:00-12:30 pm. Her diabetes specialist disconnected the infusion device, and she received insulin via infusion. The infusion device was restarted with new accessories around 9:00 am on (B)(6) 2013. She began to experience hyperglycemia (value unknown) in the middle of the day. Her doctor disconnected the infusion device, and she again received insulin via infusion. A new infusion device was started on (B)(6) 2013, and her blood glucose has been "ok" since. She was expected to be discharged from the hospital on (B)(6) 2013. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.